Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and perpetually rebooting. The receiver was opened and the main board was detached from the ui board for download and evaluation. The log shows perpetual rebooting with firmware errors related to the complaint. The reported event of an error icon display was confirmed during log review. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 05/10/2017, that on (B)(6) 2017, the receiver displayed err121. No additional patient or event information is available. No product or data were returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.